Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2024-00658), was submitted on 06-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 03-feb-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that the patient had moderate ketones and was dehydrated. Therefore, the patient went to hospital on (B)(6) 2023. The blood glucose level of the patient at the time of hospitalization was 186 mg/dl. Also, the patient felt sick/unwell, had nausea and vomiting. During hospitalization, the patient received intravenous insulin drip (intravenous insulin infusion). The patient was in hospital for six hours( 2 : 00 am to 8 : 00 am on (B)(6) 2023). No further information was available.